Event description:
An olympus representative reported to olympus on behalf of the image guide side brush had an insertion failure when using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of channel tube; the tube cleaning brush cannot be inserted, due to wear of angle wire; bending angle in up direction did not meet the standard value, the adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a crack, due to clogging of nozzle; water removal ability did not meet the standard value, because the suction cylinder was shaved; suction volume did not meet the standard value, due to clogging of channel tube; forceps cannot be inserted, the suction cylinder was scraped with a cleaning brush, deterioration due to stress during reprocessing, paint on the suction cylinder was peeled, objective lens had a scratch, objective lens had a crack, the adhesive around light guide lens was peeled, due to a scratch on objective lens; the image had dark area partially, the connecting tube had discoloration, the plastic distal end cover had a scratch, the image guide protector had a scratch, protector of universal cord on suction connector side had a scratch, damage or deformation due to physical stress, forceps elevator lever had a scratch, free-engage knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the connecting tube had a scratch, and the forceps channel port was shaved. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report, to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.